Event description:
Journal reference: coyne et al. "Rapid subthalamic nucleus deep brain stimulation lead placement utilising CT/MRI fusion, microelectrode recording and test stimulation" acta neurochirurgica supplement; 2006/99/49-50. The article describes the results from a study that involved a series of 58 patients treated with bilateral deep brain stimulation (dbs) of the subthalamic nucleus (stn) for management of symptoms related to parkinsons disease. The study objective was to assess patient symptoms pre and post-operatively. The article included a number of complications related to deep brain stimulation therapy. Reportable events: five leads (3387) were not ideally placed and were revised. No information concerning patient symptoms and patient outcome was provided.

Manufacturer narrative:
Journal reference: journal reference: coyne et al. "Rapid subthalamic nucleus deep brain stimulation lead placement utilising CT/MRI fusion, microelectrode recording and test stimulation" acta neurochirurgica supplement; 2006/99/49-50.